Event description:
It was reported that bd insyte autoguard catheter broke/catheter prematurely separated from needle. The following information was provided by the initial reporter: event date: 7/10/2025. Event description: both individual plastic cannulas separated from needle while in patient's vein during IV start. Patient harm: no. '

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional event information added in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 5073798. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Customer response received on 11aug2025 the charge rn had this in reply: "the plastic cannula split in two down the middle from the end near the needle to the base of the cannula."